Event description:
A customer contacted beckman coulter inc. (Bci) regarding 2 falsely low phosphorous (phos) results generated by the synchron lxi 725 clinical system. The erroneous results were not reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within specifications prior to the event. A field service engineer (fse) was on-site and replaced some hardware and as of date, the issue has not reoccurred.